Manufacturer narrative:
Should additional information become available this event will be updated and an amended report submitted.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator and right ventricular defibrillation lead were removed due to infection. No additional adverse patient effects were reported.